Event description:
Ventilator malfunction. Rptr and pt were in the car going to inlaws for christmas. The pt was sick. Rptr put the pt on the lap top vent when it did not sound right. They then looked at the display and it was malfunctioning. First, if pt and rptr were sleeping the pt could have died for the alarms never went off. Rptr later was told that there was a recall on this vent and the manufacturer never advised them. They also found out that in 2002 a pt died and that their parent called pulmonetic as they did and was also told the serial number on their vent is not part of co's recall. Later the pt died. They advised reporter's med supply co they have worked the vent and now all is replaced and everything is fine. They also told their supply co that in the event of the pt dying it was impossible that the alarms did not go off and the family sleep through it. Reporter know's what happened in their case and -the alarms did not go off. Rptr thanks god they were awake.